Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella 5.5 pump was placed for a patient undergoing coronary artery bypass graft due to coronary microvascular disease and coronary artery disease. The pump was supporting with no swan and sodium bicarbonate in the purge. The site had to be washed out and surgically explored. The team also gave blood products. The blood products also may have benefitted the suction/low flows that were observed. The pump supported for just under 10 days before explanted. The patients outcome is stable.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely patient condition related since the low flow occurred follow severe access site bleeding and resolved by blood & fluid compensation. The cause of the bleeding was most likely patient condition related since the bleeding was reported to be resolved with washout and multiple blood products.